Manufacturer narrative:
The device was manufactured from april 11, 2018 - april 12, 2018. The device was received for evaluation. During visual inspection, the bladder was observed ruptured. The external and internal surfaces of the bladder and the rupture line were microscopically examined for evidence of markings, abrasions, gouges, holes, or embedded particulate matter along with any surface defects on the stress-member for any signs of abnormality which may have caused the device to rupture. No signs of abnormality were found on the ruptured bladder. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor burst during filling. The device was being filled with saline solution using an unspecified syringe. It was further reported that after approximately 100ml, the device burst. This issue was identified during preparation. There was no patient injury or medical intervention associated with this event. No additional information is available.